Event description:
The customer stated, the device had a system operation fail. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.